Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml bupivacaine at 5.645 mg/day and 30 mg/ml morphine at 11.29 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a pump replacement due to longevity, the hcp had discovered the catheter had moved in front of the pump. The catheter was inspected and it was found to have holes where the needle had poked the catheter "at least once or twice." The catheter portion was revised along with the pump replacement. The hcp was considering lowering the dose and titrating the patient again due to the presence of the holes. No symptoms were reported. There was no allegation when the surgery began. It was noted that the dose seemed high, but it now made sense once the holes in the catheter were discovered. No further complications were reported or anticipated. The event date was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.